Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ 4000 had a drawer failure. The customer reported that the malfunction occurred while the user was trying to issue the medication to the patient and they had the same medication in another drawer also. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that legacy half height drawer was failed. A field service engineer replaced the retractor band to resolve the issue and tested the drawer in the hardware test application. The system functioned as intended after the field service engineer repaired the device.